Manufacturer narrative:
An attempt was made to gather additional information about this event; however, no additional information is available at this time. This event will be updated if any additional information is received.

Event description:
Boston scientific received information from a medical professional that this patient may have had a malfunction with one of her leads. The caller did not specify which lead was involved, but did mention that the lead may be repositioned. No other details were provided. No adverse patient effects were reported.